Manufacturer narrative:
G3- it is unknown which device the patient was implanted with at the time of the event/ there was no patient involved in this event. The PMA# provided is associated with most recent approval no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module was making clicking noises when turned on and was not able to provide power to the system controller. The power module was taken out of capital circulation.

Manufacturer narrative:
D9 correction: checked off returned to manufacturer. H8 correction: checked off reuse. Manufacturer¿s investigation conclusion: the reported event of the power module making clicking noises when turned on and not being able to provide power to the system controller was confirmed. Power module, serial: (B)(6), was evaluated by the service depot. When the unit was powered on, it would start to click. The damaged power supply pcba was replaced. A full functional checkout was performed and the unit passed all tests. The unit will be returned to the customer site and be ready for patient use. The power supply pcba was forwarded to ppe for further analysis. Visual inspection of the power supply pcba revealed no anomalies. When the power supply pcba was connected to the test unit, the unit made a clicking noise and fluctuating voltages at the output of transformer t1 were observed to be between 0-15v instead of the expected 15v. This would cause an interruption of supplying power to the controller. The power supply pcba is manufactured by a third party and no device schematics or spare parts were available during testing; therefore, no further troubleshooting was performed. The root cause for the reported event was determined to be due to a damaged power supply pcba; however, a more conclusive root cause was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 4 ¿system monitor¿ and heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. It was noted during investigation that the dc power cable had a slightly cracked wire connector sleeve, and the streamline battery cable had a small nick on the p clip. No further information was provided. The manufacturer is closing the file on this event.